Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that the "extra processing" protocol comprising five (5) cassettes, which started in retort b at 15:04 pm on (B)(6) 2018, failed at 07:46 am on (B)(6) 2018 during step 10 (second clearing step) of the protocol. Investigation of this complaint found that processing of tissue samples in the "extra processing" protocol started in retort b at 15:04 pm on (B)(6) 2018 was interrupted because an error code indicating that the condensate bottle was not in contact with the corresponding sensor resulted in pausing of the protocol. The root cause of the sub-optimal tissue processing reported by the complainant was the intermittent occurrence of event code "13 - condensate bottle is not present, insert bottle to continue." This resulted in the "extra processing" protocol started in retort b at 15:04 pm on (B)(6) 2018 being paused between 19:15 pm on (B)(6) 2018 and 07:36 am on (B)(6) 2018. The root cause of the condensate bottle moving out of contact is the corresponding sensor cannot be unequivocally determined from the information available. This has in turn resulted in retort b being filled with ethanol at 97.6%, after completion of 6 of 13 steps of the protocol between 15:04 pm on (B)(6) 2018 and 19:15 pm on (B)(6) 2018. Although the "extra processing" protocol started in retort b at 15:04 pm on (B)(6) 2018 subsequently continued through steps 6 to 10, these steps were carried-out between 07:36 am and 07:46 am on (B)(6) 2018 at a reduced duration in an attempt to meet the end time calculated by the software scheduler (approximately 08:28 am on (B)(6) 2018). Details of the regimen used to continue processing of the five (5) samples from the failed protocol are not available.

Event description:
On 11 july 2018, leica biosystems received the following information from the complainant: "instrument has failed a number of times this week where it failed in alcohol step (6 or 7 hours) before somebody comes into the lab and see it has failed", involving peloris ii rapid tissue processor serial (B)(4). The complainant advised that the run which failed overnight on (B)(6) 2018 comprised approximately five (5) blocks in retort b; the run which failed either on (B)(6) 2018 comprised approximately 112 blocks; and a message associated with the condensate bottle is not present was displayed. On 12 july 2018 a leica biosystems field support engineer (fse) visited the customer site in order to assess the operation and function of the instrument; and to investigate the circumstances involved in this complaint. The fse determined that a processing run had failed because the wax manifold was not hot as a consequence of the condensate bottle not being detected. The fse was unable to find any blockages in the bottle, which may have resulted in the bottle being detached from the sensor. The fse found "some slight damage to the flag and the bottle top" and the bottle was replaced. The on-site investigation indicated that the slight damage to the bottle presence flag may have contributed to the condensate bottle not being recognized, which ultimately resulted in failure of a processing run as reported by the complainant. On 01 august 2018, leica biosystems (B)(4) received information from the field service scientist that "all cases were reported without issue. However, they are currently waiting for the pathologist to return from vacation before they can provide full details". As at 07 august 2018, no further information regarding patient outcome has been provided.